Event description:
The customer stated that the unit is making popping noises. No pt involvement.

Manufacturer narrative:
The device has been received, but additional time is required to complete the investigation. A supplemental will be submitted upon completion of the investigation.